Manufacturer narrative:
On 4/30/2019, mentor became aware that the suspect medical device was a 550cc mentor cpx 4 breast tissue expander with suture tabs catalog: 3549314, lot: 7428803. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/14/2019, the product investigation was completed. Device investigation summary: during analysis of the product, leak testing was performed and it revealed a rent less than 0.1 cm on the anterior aspect. Microscopic examination was made on the tear found and no instrument damage was observed. No other anomalies were discovered. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction revision with an unspecified mentor tissue expander, experienced deflation on an unspecified side post-operatively. As a result, the patient underwent removal on (B)(6) 2019.